Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to a deteriorated cable unit, the image was flickering. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device had an "image transmission disturbed", stripes in the image , blurring, spots/shadow in image was noted. The issue was found at preparation for use. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
The subject device is expected to be returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported the subject device had an "image transmission disturbed", stripes in the image , blurring, spots/shadow in image was noted. The issue was found at preparation for use. There was no patient impact , no harm reported due to the event.